Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 4.0x18 rx xience alpine. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a 2.5x33 rx xience alpine and a 4.0x18 rx xience alpine drug-eluting stent was each implanted for treatment of an unspecified vessel. On (B)(6) 2016, the patient was rehospitalized due to other unspecified cardiovascular symptoms, including pericardial effusion. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.